Event description:
The patient presented to the emergency department following high voltage therapy in response to arrhythmia episodes. During therapy delivery, excessive current was detected, as well as a subsequent aborted shock due to a suspected high voltage lead, which also exhibited decreased impedance. The device and lead were explanted and replaced. There were no adverse consequences reported the device is an ide product and is therefore not reported to MDR.

Manufacturer narrative:
As received, only the distal segment of the lead was returned for evaluation. Multiple internal insulation abrasions were noted on this piece. The cause of the reported event was isolated to the internal insulation abrasion breaching the right ventricular cables lumen under the superior vena cava shock coil in which one right ventricular cable was abraded through and all filars of the superior vena cava shock coil were melted. Electrical tests did not reveal shorts on any conduction paths. Other damages on this piece were consistent with procedural damages.